Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: if they activate the drill with the trigger, and for any reason need to release the trigger, and then reactivate it quickly, the drill flashes 4 red lights and will not power on. The clinician then has to wait several seconds before the trigger will work and activate the drill again. This still occurs when the drill has a full charge (4 green lights).

Event description:
Per biomed - if they activate the drill with the trigger, and for any reason need to release the trigger, and then reactivate it quickly, the drill flashes 4 red lights and will not power on. The clinician then has to wait several seconds before the trigger will work and activate the drill again. This still occurs when the drill has a full charge (4 green lights).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of drill failing to spin upon button press was confirmed. The drill flashes 4 red lights when the trigger is pressed, released, and then quickly pressed again. The drill does not function when the red lights are flashing. The root cause of the failure was identified as an internal failure within the drill. The 4 flashing lights indicates a driver fault. H3 other text : evaluation findings are in section h.11.